Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return the device for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.4, laboratory inr: 2.0. Therapeutic range: 2.0 - 4.0. The inratio testing was performed right after the laboratory testing. Reportedly, multiple drops of blood was applied to the sample well. This is considered an improper technique when testing on the inratio device. There was no reported adverse patient sequela. There was no additional information provided.